Event description:
The customer reported that the system displayed generator error messages repeatedly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the printed circuit board and tightened the wire connection on the audio video plug. The system was tested and found to be working as intended and put back in service.